Event description:
A customer reported to baxter (B)(4) of an all-in-one empty container that had particulate matter in the bag. This condition was discovered before usage of the product. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported 135 occurrences and returned samples for 30 of the occurrences. A visual inspection was performed on the 30 returned samples and the reported condition was confirmed as particulate matter was observed in each of the returned samples. The assignable root cause was determined to be due to the machine/ equipment at the manufacturing facility. As a corrective action, a vacuum system was installed on the automix machine #819 to remove any particle generated by the components assembled in the automix connector. A black background was also implemented on the assembly station line #3 in order to perform a visual inspection for particles. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.